Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist found that the dilution check was high. Upon the ccc specialist's instructions, the customer installed a new bottle of dilution check and reset it, after which the dilution factor was within acceptable range. The customer ran patient samples and quality controls, which were acceptable. The cause of the discordant, falsely elevated sodium results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on four patient samples on a dimension xpand plus with hm instrument. Only the discordant result for patient 1 was reported to the physician(s). A new sample was obtained from patient 1 and was tested on the same instrument, resulting lower. The samples for patient 2, 3 and 4 were repeated on the same instrument, resulting lower. The corrected result was issued for patient 1, while the repeat results were reported to the physician(s) for patients 2, 3 and 4. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.